Event description:
A consumer reported that the patient whose indication for use is urinary dysfunction and gastrointestinal experienced a shocking sensation which had started in (B)(6) 2016, about 3 weeks prior to (B)(6) 2016. The patient was getting zapped even though they were at a low level of stimulation. Therapy was confirmed on with the patient programmer. The patient had a fall on the same side as the device but it was after the shocking issue had started. It was related to positional movement, when the patient was lying down it was not bad but when walking it shocked/zapped and the patient needed to use a cane to walk. It was turned down but that had not resolved the issue and stimulation had felt stronger like they had turned it up. Turning the device off had caused the sensation to stop, it was turned off for the moment. The patient had been at their healthcare professional's office last week and it was off so the device was turned back on and they were no sure if programming was changed. Patient was walked through changing from p2 to p3 at 3.0v and the patient was feeling stimulation in the bike seat area and it was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.